Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited high pacing thresholds and out of range right ventricular (rv) impedances of greater than 2,000 ohms one day post-op. It was noted that a micro-perforation was suspected; therefore, a revision procedure was performed. This lead was explanted and a new lead was successfully implanted. After the implant of the new lead, an echocardiogram was performed. There was no evidence of perforation or cardiac effusion present; therefore, a micro-dislodgement of the original lead was later suspected. No adverse patient effects were reported.

Event description:
This lead was later returned for analysis.